Event description:
On 01/21/2022, it was reported by a sales representative via phone that during an laparoscopic procedure on (B)(6) 2022, the distal tip of the ar-3352-5530 laparoscope became hot and burned a hole in the drape. The surgeon used a blue cloth to cover the burned drape. The patient was not harmed and the case was completed by turning off the scope and after a few minutes they were able to complete the case using the same scope. The sales representative was not present during this case and upon arrival the 1/21/2022, was able to collect the device(s) used in the case for evaluation. Additional information requested. Additional information provided 1/24/2022: all part and serial numbers were provided. An image of the drape is also attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached: attached investigation report states: during the investigation light guide has extreme multiple broken fibers from customer damage. Extreme broken fibers cause low light output.